Manufacturer narrative:
(B)(4). (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that operation for total knee arthroplasty was performed with vanguard rp. When package of femoral component was opened, two foreign substances were found on urethane foam in the sterile tray. Surgeon confirmed that the substances were not hair so the femoral component was used to complete the procedure.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g4, g7, h1, h2, h6, h10. Device history record (DHR) was reviewed and no discrepancies were found. The likely condition of the device when it left zimmer biomet cannot be determined as the blister had been opened, therefore it cannot be confirmed that the debris was present before distribution. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that operation for total knee arthroplasty was performed with vanguard rp. When package of femoral component was opened, two foreign substances were found on urethane foam in the sterile tray. Surgeon confirmed that the substances were not hair so the femoral component was used to complete the procedure.